Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right atrial (ra) channel. Both sensing amplitudes and pacing thresholds remained stable and no noise was observed. The physician is planning to deactivate the ra lead as it is not required for this patient's therapy. This ICD remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right atrial (ra) channel. Both sensing amplitudes and pacing thresholds remained stable and no noise was observed. The physician is planning to deactivate the ra lead as it is not required for this patient's therapy. This ICD remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported. This report is being submitted due to an updated conclusion code.